Event description:
Complainant alleged that while attempting to defibrillate a pt (age and gender unknown), the device did not discharge. The facility biomed was unable to duplicate the malfunction. The pt subsequently expired.